Event description:
Caller reported that the t:slim x2 pump battery would not charge. The customer stated that their blood glucose level did not exceed 500 mg/dl during the incident. Caller was advised to plug the wall adapter into a working outlet for at least 30 minutes, after which the pump began charging. Customer was informed that when the pump turns off or is reset, insulin on board and maximum hourly bolus are reset to zero, and continuous glucose monitoring sessions must be restarted manually. Caller was advised to monitor the situation and acknowledged the instructions provided by customer technical support.